Event description:
During the atrial fibrillation procedure, the patient developed an effusion. The physician believes the effusion occurred towards the end of the procedure during pulmonary vein isolation of the left side pulmonary veins. The left and right wacas had been completed and pulmonary vein isolation of the left veins was in progress when the patient's blood pressure dropped. Ice was used to diagnose the effusion which required pericardiocentesis to stabilize the patient. The procedure was then completed and the patent is recovering.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown.